Event description:
It was reported that there was an alarm that was heard and also confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to motor stall. The patient heard the alarm and the logs showed alarm had been sounding since about 7:30pm on (B)(6) 2014. It was confirmed that the patient had not had an MRI or near anything magnetic during that time. There were no recovery as of the time of report. The patient did not have any symptoms at the time of report. The pump system was delivering clonidine and morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n157477004, implanted: (B)(6) 2009, product type: catheter. (B)(4).